Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Initial result: 134 mmol/l. The customer questioned the initial result as it did not match the patient's previous results, and repeated the sample. No questionable result was reported outside the laboratory. Repeat result: 140 mmol/l (tested on a different cobas pro). The repeat result was deemed to be correct.

Manufacturer narrative:
The calibration was last performed on 10-aug-2025, and it was acceptable. The qc recovery was within the acceptable range. The alarm trace showed a "sample probe: abnormal aspiration" alarm. The field service engineer found salt buildup on the reference electrode. He cleaned the electrodes and checked the adjustments. He then performed an ise check, calibration, and precision studies, and they were all within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.